Event description:
This lead was implanted on (B)(6) 2006 and explanted on (B)(6) 2012 for an unknown reason. The procedure took place at (B)(6) medical center at (B)(6) with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).